Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing sequence, insulin was not observed to be dripping out of the cartridge patient line. Customer's blood glucose was 170 mg/dl. Customer loaded a new cartridge successfully and was able to resume insulin delivery.